Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p131 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p131 shows no trends. Trends were reviewed for complaint categories, alarm # 7: blood leak? (Centrifuge chamber) and centrifuge bowl leak/break. No trends were detected for these complaint categories. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm # 7: blood leak? (Centrifuge chamber) after 1,700 ml of whole blood had been processed and noticed leakage between the base and the body of the bowl. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer provided photograph for investigation.